Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during an anterior chamfer cut when cutting femur, the blade broke at the cutting end. It was also reported that an unplanned x-ray was taken as a result of this event, the broken piece was found inside the drape. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an anterior chamfer cut when cutting femur, the blade broke at the cutting end. It was also reported that an unplanned x-ray was taken as a result of this event, the broken piece was found inside the drape. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.